Manufacturer narrative:
The referenced report of thrombus from (B)(6) 2017 is covered under medwatch MFR report # 2916596-2017-01261. (B)(4). Approximate age of device ¿ 1 year and 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized for fluid overload, low inr, and atypical chest pain. Chest pains resolved with diuretic. Inr responded to heparin bridging. Ramp echocardiogram and CT angiography showed a small mural thrombus and a thrombus in the outflow graft, and that flow was primarily through the aortic valve. The thrombus was not changed from (B)(6) per cta of the chest. The patient's lactate dehydrogenase (ldh) elevated into the 700''s u/l. It was unclear whether symptoms were related to the small thrombus or the patient¿s dietary indiscretions. The patient has continued to work and denied chest pain. Fluid status has improved. The patient¿s last inr was 3.0. The ldh was 742 u/l. Compliance has not been consistent. No additional information was provided.